Manufacturer narrative:
Additional information was received indicating that the patient experienced swelling at the ipg site and redness along the extension cable. Wound debridement of the left retroauricular area was conducted. Ipg was revised, and tested positive for staphylococcus aureus. The patient was given IV antibiotics and was discharged with oral antibiotics. The patient returned to the emergency room a couple weeks later due to slightly secreting wound dehiscence of the left retroauricular area. A wound revision was done and the patient was discharged. Patient then went to a follow up appointment and it was found that the retroauricular area had isolated staphylococcus aureus, and oral antibiotics were given. This event has been reported to be resolved.

Event description:
A report was received that eight days after the patient was implanted with the deep brain stimulator, he experienced poor would healing. The patient was admitted to the hospital where the device was revised, and medication was given. It has been reported that this event is resolving. Physician assesses the event to have a causal relationship to the procedure, a probable relationship to the device, and not related to stimulation.

Event description:
A report was received that eight days after the patient was implanted with the deep brain stimulator, he experienced poor would healing. The patient was admitted to the hospital where the device was revised, and medication was given. It has been reported that this event is resolving. Physician assesses the event to have a causal relationship to the procedure, a probable relationship to the device, and not related to stimulation. Additional information was received clarifying that a wound revision was done, and not an ipg revision. Additionally, the patient experienced swelling at the ipg site and redness along the extension cable. Wound debridement of the left retroauricular area was conducted a wound revision of the ipg was completed which tested positive for staphylococcus aureus. The patient was given intravenous antibiotic therapy and was discharged with oral antibiotics. The patient then returned to the emergency room a couple weeks later due to slightly secreting wound dehiscence of the left retroauricular area. A wound revision of the left retroauricular area was done and the patient was discharged. The patient then went to a follow up appointment and the retroauricular area had isolated staphylococcus aureus, and oral antibiotics were given. This event has been reported to be resolved. Additional information received stated the incident of infection previously reported occurred in (B)(6) 2019. The patient then presented to the emergency room (ER) in (B)(6) 2020 with swelling and purulent drainage at the implantable pulse generator (ipg) pocket site. The wound was cleaned, and the patient was given antibiotics. In (B)(6) 2020, the patient was admitted due to recurring infection. The ipg pocket was punctured and wound debridement was carried out. Staphylococcus aureus was detected, and the patient was placed on IV antibiotic therapy. In (B)(6) 2020, the patient underwent another wound revision in the left retroauricular and subclavicular regions, and antibiotics were given. At that time, the deep brain stimulator (dbs) system was moved to the right and the ipg was replaced due to frequent wound infection. In (B)(6) 2020 the patient was admitted due to secretion leakage, and a wound revision of the right retroauricular region was done; and the patient was placed on oral antibiotics. In (B)(6) 2020, during a follow-up appointment, wound dehiscence was present and then sutured. In (B)(6) 2020 surgical wound debridement with revision in the right retroauricular region was completed due to would dehiscence. In (B)(6) 2020, another surgical wound debridement was completed on the right frontal region and antibiotic treatment was continued. Later in the same month, the patient presented in the ER due to right retroauricular dehiscence with discharge of secretions. At that time, the patient underwent an explant procedure to remove the device due to recurring infection.

Event description:
A report was received that eight days after the patient was implanted with the deep brain stimulator, he experienced poor would healing. The patient was admitted to the hospital where the device was revised, and medication was given. It has been reported that this event is resolving. Physician assesses the event to have a causal relationship to the procedure, a probable relationship to the device, and not related to stimulation. Additional information was received clarifying that a wound revision was done, and not an ipg revision. Additionally, the patient experienced swelling at the ipg site and redness along the extension cable. Wound debridement of the left retroauricular area was conducted a wound revision of the ipg was completed which tested positive for staphylococcus aureus. The patient was given intravenous antibiotic therapy and was discharged with oral antibiotics. The patient then returned to the emergency room a couple weeks later due to slightly secreting wound dehiscence of the left retroauricular area. A wound revision of the left retroauricular area was done and the patient was discharged. The patient then went to a follow up appointment and the retroauricular area had isolated staphylococcus aureus, and oral antibiotics were given. This event has been reported to be resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension , upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
A review of the manufacturing documentation for the db-1140 serial number (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that eight days after the patient was implanted with the deep brain stimulator, he experienced poor would healing. The patient was admitted to the hospital where the device was revised, and medication was given. It has been reported that this event is resolving. Physician assesses the event to have a causal relationship to the procedure, a probable relationship to the device, and not related to stimulation.

Event description:
A report was received that eight days after the patient was implanted with the deep brain stimulator, he experienced poor would healing. The patient was admitted to the hospital where the device was revised, and medication was given. It has been reported that this event is resolving. Physician assesses the event to have a causal relationship to the procedure, a probable relationship to the device, and not related to stimulation.